Event description:
Bayer case number: (B)(4). Catamenial headaches [headache], dyshidrosis of the hands and feet [dyshidrosis] , thyroid nodules [thyroid nodular], vasovagal syndrome during menstruation, [vasovagal attack] , anguage disorders (loss of words) [word finding difficulty] , pain in the right leg [unilateral leg pain], inability to work several days during menstruation due to headaches [inability to work], extreme fatigue [fatigue extreme], sensation of brain fog [brain fog]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("catamenial headaches") in a 42-year-old female patient who had essure inserted (lot no. 50758783) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced headache (seriousness criterion medically important), dyshidrotic eczema ("dyshidrosis of the hands and feet"), thyroid mass ("thyroid nodules"), presyncope ("vasovagal syndrome during menstruation,"), aphasia ("anguage disorders (loss of words)"), pain in extremity ("pain in the right leg"), impaired work ability ("inability to work several days during menstruation due to headaches"), fatigue ("extreme fatigue") and brain fog ("sensation of brain fog"). At the time of the report, the headache, presyncope, impaired work ability, fatigue and brain fog had not resolved. The outcomes for dyshidrotic eczema, thyroid mass, aphasia and pain in extremity were unknown. No causality assessment was received for essure with regard to dyshidrotic eczema, thyroid mass, headache, presyncope, aphasia, pain in extremity, impaired work ability, fatigue or brain fog. The reporter commented: occurrence period: since insertion in 2014 patient's current status: inability to work several days during menstruation due to headaches, extreme fatigue, sensation of brain fog, vasovagal syndrome. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Catamenial headaches [headache] . Dyshidrosis of the hands and feet [dyshidrosis] . Thyroid nodules [thyroid nodular] . Vasovagal syndrome during menstruation, [vasovagal attack] . Anguage disorders (loss of words) [word finding difficulty] . Pain in the right leg [unilateral leg pain] . Inability to work several days during menstruation due to headaches [inability to work] . Extreme fatigue [fatigue extreme]. Sensation of brain fog [brain fog]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 16-oct-2025. The most recent information was received on 24-oct-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("catamenial headaches") in a 42 year-old female patient who had essure inserted (lot no. 50758783) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced headache (seriousness criterion medically important), dyshidrotic eczema ("dyshidrosis of the hands and feet"), thyroid mass ("thyroid nodules"), presyncope ("vasovagal syndrome during menstruation,"), aphasia ("anguage disorders (loss of words)"), pain in extremity ("pain in the right leg"), impaired work ability ("inability to work several days during menstruation due to headaches"), fatigue ("extreme fatigue") and brain fog ("sensation of brain fog"). At the time of the report, the headache, presyncope, impaired work ability, fatigue and brain fog had not resolved. The outcomes for dyshidrotic eczema, thyroid mass, aphasia and pain in extremity were unknown. No causality assessment was received for essure with regard to dyshidrotic eczema, thyroid mass, headache, presyncope, aphasia, pain in extremity, impaired work ability, fatigue or brain fog. The reporter commented: occurrence period: since insertion in 2014 patient's current status: inability to work several days during menstruation due to headaches, extreme fatigue, sensation of brain fog, vasovagal syndrome. Batch number:50758783, expiry date: 30-sep-2016, manfacturing date:30-sep-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.